Event description:
The recipient is reportedly experiencing decreased performance. The recipient originally reported sound quality issues and is now presenting with no sound. During the programming session it was noted that the device had shorted electrodes as well as open circuits. Equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information - section: b3, d5b, d.9, & h6. The recipient was explanted. The recipient was re-implanted with another advanced bioncis cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.